Manufacturer narrative:
The problem was due to a component failure (laser circuit breaker). We are unaware about patient injury.

Event description:
The laser system has the following problem: "laser circuit breaker tripped during operation". No adverse effects to patient were reported.